Event description:
A complaint was reported regarding uncomfortable parasthesia. The doctor decided to explant patient's precision system.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.